Event description:
A customer reported to a baxter clinical consultant of a clearlink continu-flo solution set in which blood backflow was observed. According to the report. The primary tubing was attached to an unknown three line peripherally inserted central catheter (PICC). The primary was hooked up to a sigma spectrum pump and was delivering saline at 10ml/hour to keep the vein open. The nurse hung a secondary bag of an unknown antibiotic at 18:00. When she returned at 18:30, the pump was alarming for a downstream occlusion. She checked the line and noticed that the patient's blood had traveled up the primary tubing, to the secondary tubing and into the secondary bag of the antibiotic. She was unsure of the amount of blood lost by the patient. The nurse clarified that this was not the first time a secondary infusion had been run on the primary line setup. She did not experience any issues with the first secondary infusion. She stated that the PICC line was flushed and the whole IV setup was exchanged for a new line. She stated that the patient did not receive all of the antibiotic as a result. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.